Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Fse was dispatched and on 21-june-2017 replaced asm board and ran several rack rotations to verify instrument operation. Customer then ran patients with no more errors. The most probable cause of the reported event was a faulty asm board.

Event description:
On (B)(6) 2017, the customer reported 708 x1 axis error with their hlc-723g8 analyzer. On (B)(6) 2017 customer phone called indicating that once again they are getting 708 x1 axis errors. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.